Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and a lead noise alert. Ventricular fibrillation (vf) and 1 "lead failure predictor" episodes of less than 220 ms v-v cycle are recorded on (B)(6) 2013. A lead noise alert was recorded on (B)(6) 2013.

Event description:
It was reported that the patient went clinic upon hearing an alarm. Interrogation of the device showed the alert was triggered due to lead noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID d364trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; product ID 6996sq58 implantable pacing lead, implanted: (B)(6) 2011; product ID 6996t implantable pacing lead, implanted: (B)(6) 2011; product ID 4968-35 implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Corrected information: h3: no eval explain code. If information is provided in the future, a supplemental report will be issued.